Manufacturer narrative:
No customer product sample is available for investigation. Lot number provided and a DHR review was conducted. All records were complete and accurate. Review of the sterilization batch record demonstrated that the minimum and maximum qualified sterilization dose was obtained to support compliant sterile product release. A review of complaints showed that no other complaints were received for this sku and lot of product. This exact product is not sold in the us, but a similar sku is sold in the us. The root cause of the reported event could not be determined. Causation could not be established between the hollister urethral catheter and the reported symptoms.

Event description:
It was reported that an end user, who has been using the vapro plus pocket hydrabalance intermittent urethral catheter for approximately four weeks, has had difficulty inserting the catheter and describes a burning sensation in the urethra, or rather, an inflammation of the urethra. It was further reported that the end user saw a urologist who prescribed an antibiotic, which did not improve the condition. It was reported that the end user feels it is getting worse and wants to compare this catheter with one from another manufacturer.